Manufacturer narrative:
A steris account manager performed in-service traning with the facility on the proper use and operation of the harmonyair monitor carrier. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmonyair monitor carrier. The technician found that the cover sustained impact damage causing the cover to fall and the reported event to occur. Through follow-up with facility personnel, the technician was informed by the customer that a boom had come into contact with the cover when the boom was moved. The harmonyair monitor carrier operator manual (pg 3-2) states: "caution - possible equipment damage: avoid damage to equipment by articulating (do not approach stops roughly; avoid collisions with other equipment) the equipment slowly and evenly." The technician replaced the cover, confirmed the unit to be operating according to specification, and returned the unit to service. A steris account manager will offer in-service training to the facility on the proper use and operation of the harmonyair monitor carrier.

Event description:
The user facility reported that prior to the start of the procedure with a patient on the table, a cover fell from their harmonyair monitor carrier. No report of injury. The procedure was completed successfully.